Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The DHR (device history review) for the freestyle optium neo meter were reviewed and the DHR showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the customer's adc meter did not start when the blood samples were applied to the test strip and inserted. On (B)(6) 2020, because of not being able to monitor their blood glucose, the customer experienced hyperglycemia and was unable to treat themselves. Hcp contact was made and a blood glucose of 500 mg/dl was obtained on the hcp meter and the customer received rapid insulin for hyperglycemia. There was no report of death or permanent injury associated with this event.